Event description:
This device was implanted on (B)(6) 2008 and explanted on (B)(6) 2011 due to erosion. The procedure took place at essentia health with dr. Eric keyser. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).